Manufacturer narrative:
The manufacturer's report number for this case is 17418912-2014-00009. Biotene (2013 formulation) is manufactured in (B)(4), and neither the product nor lot number for this product are available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of pneumonia in a female patient who received oral moisturisers (biotene (2013 formulation))for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturisers (dental). At an unknown time after start oral moisturisers, the patient experienced pneumonia, possible allergic reaction, coughing blood, sickness and voice disturbance. The patient sated that she used biotene a couple of times, and it made her sick. She stated that she is not sure whether it was an allergic reaction. She stated that she was coughing up blood, and it felt like she "almost had pneumonia." She stated that her voice is still not right. This case was assessed as medically serious by gsk. At the time of reporting, the voice disturbance was unresolved, and the outcome of the pneumonia, possible allergic reaction, coughing blood and sickness was unknown.